Event description:
It was reported a patient presented with a foot infection. Vegetation was noted on the right ventricular lead. The system was explanted in a procedure on (B)(6) 2022. Post-procedure there were no patient consequences.